Event description:
It was reported that during a deep brain stimulation procedure, a burr hole was drilled in an incorrect location on the right side of the skull due to a leksell frame screw not being securely placed, which prevented access to the planned trajectory and target. The frame coordinates were checked and it was determined that it was not possible to reach the target at the desired trajectory. Contributing factors included rushing and failure to check the screw placement with a fellow beforehand. To correct the issue, a new burr hole was drilled to achieve the planned trajectory and target, and the same burr hole device was used along with a titanium plating screw and burr hole cover to address excess skull not covered by the device. The issue was resolved. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) that the surgical team was able to tighten the screw on the leksell frame and proceeded with no further issues.